Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the sensor is giving inaccurate readings and its triggering the threshold suspend feature on the insulin pump when customer's blood glucose is not low. The sensor was reading customer 43 mg/dl and the customer's blood glucose was 145 mg/dl. Troubleshooting was performed. Customer was advised the senor and blood glucose reading were not in an acceptable range. The customer inserted the sensor in the abdomen in the evening of (B)(6) 2017. No issues were noted on the customer insertion technique. No issues were noted at the insertion site. Customer hasn't noticed any bent cannulas on previous sensors. Customer sensor reading is set to 60 mg/dl. Customer also mentioned that in the past week the customer's blood glucose was 327 mg/dl and the threshold suspend was activated to due to inaccurate reading on the sensor. The sensor is returning for analysis.